Manufacturer narrative:
Patient date of birth and weight are unknown. Event date: the exact date of device breakage is unknown, but the event occurred approximately two (2) weeks postoperative. Explant date: device has yet to be explanted. Initial reporter: hospital contact number: (B)(6). PMA 510(k): device is not distributed in the united states, but is similar to a device marketed in the us. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: october 1, 2010 no non-conformance report s were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent an ankle arthrodesis procedure on (B)(6) 2014. Approximately two (2) weeks later, two (2) of the implanted screws broke. At this time, a revision procedure has not taken place to remove the broken hardware. This report is 2 of 2 for (B)(4).